Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient notifier was delivered for non-sustained lead noise due to post-paced t-wave oversensing on the ventricular channel. Patient was asymptomatic. Programming changes were made in clinic. Patient condition is good.